Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient had an infection at the ipg site. As a result surgical intervention was undertaken wherein the ipg pocket was cleaned and reclosed on (B)(6), 2023. Follow up indicated the patient was doing well post operatively.

Manufacturer narrative:
Date of event is estimated.